Event description:
Insulin drip infusing on pt. Rn checked blood glucose, and adjusted endotool accordingly at 0046 for one hour. Nurse returned to note insulin drip infusing at same rate for two more hours without alarm or stop. Pt drip put on hold for bg 106. Pump pulled from service for review. Logs reviewed with bbraun who are not clear on how medication was administered as described.